Event description:
A hospital transfer patient with a pacemaker pocket dehiscence and sepsis was placed under general anesthesia for removal and replacement of hardware. Right femoral arterial and right femoral venous catheters were placed and the pacemaker generator was removed through a left infraclavicular incision. A fracture of the inner conductor of the right atrium (ra) lead (medtronic 4568) was noted near the clavicle, however, lld-ez locking stylets and sutures were applied to the leads pending removal and the helical screw was retracted. Using a 14f glidelight laser sheath, the rv lead with moderate fibrosis in the mid brachiocephalic vein was removed. The blood pressure dropped to the 60's but responded to fluid volume boluses and pressors. Fluoroscopy demonstrated good motion of the heart border, echocardiogram demonstrated normal ra and right ventricle (rv) function, venography through the brachiocephalic demonstrated patency without extravasation, and trans esophageal echocardiogram (tee) no change. Following ra lead removal with the laser sheath, the pressure dropped again and a left pleural hematoma was noted. Progressive problems with oxygenation despite good blood pressure and hemoglobin (hgb) led to selective intubation of the right lung which provided temporary oxygenation stabilization. When the patient's condition again declined cardiopulmonary resuscitation (CPR) was initiated, cardioversion and multiple rounds of advance cardiac life support (acls) drugs were administered and a temporary pacemaker and chest tube placed. Ventricular fibrillation developed and the patient could not be resuscitated. The autopsy demonstrated a tear in the mid brachiocephalic vein and a defect with thermal effect in the adjacent aortic arch with a markedly dilated aortic root with extensive calcification throughout. A mediastinal extra pericardial hematoma loculated in extensive scar from the prior heart surgery compressed adjacent blood vessels which prevented ejection to the left ventricle. The device, based on the microscopic thermal burns noted on the vessel tissue, played a role in the tear. The patient¿s underlying scar and calcification however was responsible in loculating the bleed (like a hematoma under pressure) which compressed local vessels that fed the heart and was the cause of death. In addition, the scar which contained the relatively small volume of blood may have initially led to a delay in the recognition of a life threatening tear and bleed.